Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
No button error alarms were noted during testing. However, the pump had intermittent button response due to corroded express bolus, esc and act buttons on the keypad traces. The pump also had minor scratches on the lcd window, a cracked case at the display window corner, cracked battery tube threads and a broken reservoir tube lip.

Event description:
Customer reported that the insulin pump was alarming button error and they were unable to clear the alarm. Blood glucose value was not provided at the time of the call. Advised to discontinue use, return the insulin pump and to revert to a back up plan. Nothing further was reported.